Manufacturer narrative:
Additional information: remedial action required, remedial action #.

Event description:
It was reported that the device had a cracked case and handles. There was no patient involvement.

Event description:
It was reported that the device had a cracked case and handles. There was no patient involvement.

Manufacturer narrative:
Correction: device manufacture date. Annex a: a25, a040601, a0404 annex g: g07001, g04061, g04063, g0405203, g04058, g04037, g04070 annex b: b11,b14. Annex c: c19, c070601, c0706, c0703. Annex d: d14.

Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service and not returned to manufacturing facility for evaluation a review of the complaint history record in was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 07jun2014. The review was performed from the date of manufacture to the present date 26apr2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the device had a cracked case and handles. There was no patient involvement.